Manufacturer narrative:
The prismaflex device involved in this event was not available for inspection.

Event description:
During continuous renal replacement therapy, a patient sustained a blood loss of approximately 608 ml over a 14 hour period when the contents of four prismaflex m100 filter sets were not returned due to the filter clotting. The nurse reported that immediately upon initiating treatment with each one of the filter sets, the prismaflex generated the "access extremely negative" alarms. The patient's access site was changed numerous times throughout treatment. The prismaflex was not inspected and the prismaflex filter sets were discarded and not available for inspection.